Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose was 224 mg/dl. The customer was assisted with troubleshooting. Customer reported they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that the alarm occurred immediately after a battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.